Event description:
It was reported by a customer that they had a clogged filter. No patient harm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 9616066-2026-00696 was sent in error. This event was previously reported via MFR 9616066-2026-00708.

Event description:
No additional information.